Event description:
During placement of the livewire catheter in the right atrium, the catheter remained in a curved position and could not be deflected back to a straight position for removal through the inferior vena cava. To resolve the situation, the catheter was cut distal to the handle assembly; a long introducer was advanced over the catheter and the device was successfully removed. There were no consequences to the pt.